Event description:
The hosp's biomed reported that someone from respiratory sent this ventilator down to the biomed shop with a note that stated the alarm was non-functional. There was no pt injury reported and respiratory did not fill out an adverse event report. The director of respiratory had no knowledge of any event that involved a failure of alarms and was unable to verify or provide info to indicate this report was false prior to the due date of this filing. A mallinckrodt svc rep was called in to the site and could not duplicate the reported malfunction or any other non-conformance.